Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/31/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: 1. Were there any patient consequences? 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown abdominal procedure on (B)(6)2024 and suture was used. The patient underwent surgery. When the abdominal cavity was closed at the end of the surgery, suture was needed to suture the 1.2 cm incision of the puncture. The operator used unopened instruments, there were no visible abnormalities and within the validity period, the hand-washing nurse checked the inner packaging for integrity after using sterile suture in a standardized manner. There were no visible abnormalities at the needle and suture connection. The needle holder was used correctly to clamp the suture needle at the middle and back 1/3 position and passes it to the surgeon to suture the 1.2cm incision. The surgeon used suture to suture the peritoneum, fascia and other tissues. After half of the needle was inserted, the needle holder was released to hold the front end of the suture needle. During the process of the suture needle passing through the tissue, the pulling off suture needle happened. The hand-washing nurse took the separated suture needle and suture, and checked the integrity of the needle with the surgeon and the circulating nurse to confirm that there was no needle residue in the tissue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.